Event description:
It was reported that patient had implant surgery done three weeks ago and was having trouble charging the implant due previous shoulder reversal surgery in their right arm making it difficult to hold the recharger over their implant. Patient reported their stitches were swollen and they couldn't move or breathe when attempting to charge the implant. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2). Reference report: mw5164765, mw5164766, mw5164768, mw5164769.